Event description:
It was reported during the changeout of the implantable pulse generator (ipg) that the physician questioned why the device did not last longer. The device was replaced without problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated normal battery depletion. Concomitant product: product ID 4074, implantable pacing lead, implanted (B)(6) 2006. (B)(4).